Event description:
A 57-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6), 2025. On (B)(6) 2025, novocure was notified that the patient reported experiencing scalp itching and was unable to use the device due to a heat sensation described as a hot head. On (B)(6) 2025, further information indicated that the patient had discontinued therapy. Subsequently, on (B)(6) 2025, the patient's son reported that the patient had been admitted to the hospital that day due to swelling at the surgical incision site on the scalp. On (B)(6) 2025, novocure received additional notification that optune gio therapy had been discontinued due to unspecified dermatological issues. No further information was provided.

Manufacturer narrative:
Novocure opinion is that the contribution of the transducer arrays to the swelling at the surgical resection site that required hospitalization cannot be ruled out. Swelling is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). The skin reaction described as itching and heat sensation were related to device use, although non-serious.

Manufacturer narrative:
On june 17, 2025, novocure received additional information from the prescribing physician, who confirmed that the patient experienced swelling at the surgical incision site on the scalp. Treatment included an unspecified steroid and antibiotic ointment. In the prescriber's opinion there was no causal relationship between the event and optune gio therapy.